Manufacturer narrative:
A4 - patient weight.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. There were no patient consequences or interventions reported.

Manufacturer narrative:
Further information was requested but not received.